Event description:
During a preventive maintenance, the company representative observed that the iabp battery icon on display is blank with fully charged battery. Battery voltage displayed in service diagnostic is .1v when actual voltage is 24v. No patient was involved.

Manufacturer narrative:
The company representative replaced the power supply (part number: 0014-00-0033e05). In an unrelated repair the ECG input to front end cable (part number: 0012-00-0976) and 3.9 inch/99mm cable tie (part number 0125-01-0001) were also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).